Event description:
A discordant, falsely elevated gentamicin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and resulted lower. The patient was then redrawn and the new sample was run on the same instrument in duplicate. The results obtained on the new sample matched the rerun result from the initial sample. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gentamicin result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not discover an instrument malfunction. There were no instrument errors when the sample was initially processed and the sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated gentamicin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.